Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation: it was reported that the wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set kinked. During the procedure, the wire guide did not advance smoothly and could not reach the target location. The wire guide was removed, and it was noted to be kinked. An additional device was obtained to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used wire guide was returned to cook for evaluation. Upon visual inspection, the wire guide had off-set coils and the proximal end was stretched. The wire guide was noted be kinked and had separated. Dimensional analysis confirmed that the wire guide was manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed one relevant non-conformances for kinked wire. There are 100% inspections in place to identify this failure before shipping and the product was scrapped. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into bessel. If straight wire is used advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ the information provided upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It's possible that the wire guide was damaged after or during insertion into the needle, but cook cannot confirm this. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set kinked. The device was required for placement of a left subclavian central line. During the procedure, the wire guide did not advance smoothly and could not reach the target location. The wire guide was removed, and it was kinked. An additional device was obtained to complete the procedure. It was noted the wire guide was not manipulated through the needle. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device was returned to cook. Preliminary device failure analysis discovered the wire guide had unraveled, thus prompting this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.